Event description:
It was reported by the customer via emergency support program line, that cs300 intra aortic balloon pump (iabp) had alarmed and went into standby. There were no patient harm or injury was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.